Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were feeling high and checked their bg that read high, compared to the cgm that alerted them that their bg was reading 250mg/dl. The patient¿s husband drove the patient to the hospital and when they arrived, her blood sugar was checked, and it was reading 800mg/dl on the hospital bg meter. The patient was admitted to the hospital and was treated with an insulin drip and fluids. It was indicated at the time of contact on (B)(6) 2018; the patient was still in the hospital in stable condition and had their bg checked by the doctor and it was a 260mg/dl. The patient stated they were scheduled to be released from the hospital on (B)(6) 2018. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.